Manufacturer narrative:
Additional information: b7 and h11. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and weakness. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with ceftazidime injection (1 gm, daily, intraperitoneal, discontinued) and vancomycin injection (500 mg, every third day, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.